Manufacturer narrative:
No conclusion can be drawn, as repair info is unavailable. No further info is available.

Event description:
The customer reported the 6800 system would not take an x-ray. No pt injury was reported.